Manufacturer narrative:
(B)(6)the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the pyloric part of the stomach to the duodenum during a stent placement procedure, performed within a patient on an unknown date. According to the complainant, two weeks post procedure, the stent was perforated in the stomach wall. It was reported that the patient passed away. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.